Event description:
It was reported that the representative reports reading > (greater than) 4000 ohms on some of the bipolar pairs. Representative called to report high impedances inter-operative of >4000 ohms. The representative was opening a new battery. Doctor connected new ins (stimulator) and still got high impedance (>4000 ohms) on contact 2. Motor response was good. The doctor will close patient since motor response was good. Additional information received reports impendence issues. Battery would not allow screw to work properly. Setscrew would never catch and therefore could not lock lead in place. Device was not used in patient. The patient was reported alive. It was reported that the second battery was attempted to use during case on (B)(6) 2015 with patient. This battery would not allow set screw to work. Could never get screw to pop in top and click in place. The second battery being sent in for testing on same case. Ultimately used another stimulator and it worked.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0l8ck, product type: lead. (B)(4). Analysis of stimulator with serial number (B)(4) reveals that the setscrew was backed out too far.